Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported the patient expired. The patient had a pulmonary embolism before the deep venous thrombosis (dvt) procedure started. The physician used an angiojet® zelantedvt¿ thrombectomy device with no issues. The patient was taken to the intensive care unit (ICU) had respiratory problems and expired during the night.